Manufacturer narrative:
Film evaluation summary: the exact cause and type of endoleak observed at the conclusion of the implant is unknown. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. While a type iiib fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a greater than 50 mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure an angiogram revealed a type iii fabric endoleak in the endurant ii stent graft bifurcate. Per the physician the cause of the event may be related to the graft porosity. No intervention was reported to have been performed and the event was not resolved. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received for this case. A follow up CT revealed that the endoleak had self-resolved and the patient is fine.